Manufacturer narrative:
(B)(4). Batch #: t9519c additional information was requested and the following was obtained: please confirm, did the damage to the package compromised the sterility of the device? Yes, sterility was compromised. Investigation summary: the analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Event description:
It was reported that when the package was received, it was 'damaged'. There was no patient involvement.